Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
The device was explanted due to excessive battery discharged

Manufacturer narrative:
The field experience of premature battery depletion was confirmed. Except for the low battery voltage, the testing detected no other anomaly and the device met all specifications. The device was placed in temperature and humidity testing. The device current was normal. The cause of the battery depletion was undetermined.

Manufacturer narrative:
Na